Manufacturer narrative:
Date of event: described by the facility as occurring within "the past two weeks". Device available for evaluation: no information has been provided concerning the return of the product. Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in patient's kidney for nephrostomy drainage on an unspecified date. Right after placement the catheter tube separated at an area close to the hub. The catheter was exchanged immediately. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2018, it was confirmed by the are representative that the facility cuts the catheters for removal. Instances of tube breakage are actually cuts made by the facility.

Manufacturer narrative:
Corrected data: device available for eval? Yes. Investigation - evaluation: a visual inspection of the device was conducted during the investigation as well as review of customer imaging. The customer returned one partial 8.5fr mac-loc catheter and one unopened catheter from the same lot. We opened the unopened catheter and no surface damage was noted. The partial catheter comprised of the mac-loc hub, connector cap, and approximately 0.5cm of catheter tubing. The catheter tubing appeared to be cut as the edges were even and not indicative of a tear or break. The customer also provided an image that showed that the separation was on the catheter tubing, indicating a breakage of the material. The customer later clarified that the separation was a cut made by the facility for removal of the device and no fracture or material separation occurred. Based on an examination of the returned device, imaging provided by the customer, and information from the customer that the separation was a cut made by the facility for removal of the device and that no fracture or material separation occurred, there does not appear to be an issue related to the device. Because there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this device, this is not a complaint. No further investigational activities are required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the event description.